Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received detailing that the noise was also oversensed.